Event description:
It was reported that a merlin.net transmission revealed noise on the atrial lead the noise could not be replicated with isometrics and pocket manipulation in the clinic. The device was reprogrammed. The patient would be monitored.